Event description:
It was reported that the fiber cap detached inside the pt during a prostate procedure. The physician was able to retrieve the fiber cap with graspers. There was no indication or report of any part of the device remaining inside the pt. The procedure was competed with another fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).